Event description:
The customer's mother stated that insulin leaked from the reservoir, into the reservoir compartment. The mother also reported high blood glucose levels, which were treated prior to calling. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.